Event description:
Customer reported a pca under-infusion of dilaudid. States there was no injury to the pt and no medical intervention was performed. Clinical contact indicated pca was started in recovery room. User chose hydromorphone (dilaudid) and it should have been 0.2 mg/ml concentration. Programming ordered was pca only 0.3 mg, 10 min lockout, 18 mg max (time limit not provided). When pt went to the floor around 2 pm, nurse noted the concentration was wrong: syringe contained 0.2 mg/ml, but pca pump showed 1 mg/ml. Facility has had several data set revisions over past few months and 1mg/ml concentration should no longer be available. Per clinical contact, the pca pump involved shows new data set received on (B)(6) 2009. At some unk point they turned the pca pump off and then on, and chose new pt to download the new data set. Pump showed pca choices of hydromorphone 1 mg/ml, demerol and ms. Demerol also should not have shown up as this was removed from data set in (B)(6) 2009. The pc unit was taken out of service. The infusion was restarted with same pca module and new pc unit successfully. Although requested, no additional pt or event info was available. Pt was post-op gyn surgery.

Manufacturer narrative:
Manufacturer's report date: 06/03/2009. (B)(4). This report was filed by the manufacturer. The data sets, pc unit event log and pca event log were received by the manufacturer for investigation. A follow up report will be submitted with any relevant info.